Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer was able to verify that when the 3rd party usb data cable was connected to the device that the device would lose power. Once the 3rd party usb data cable was removed, proper device operation was observed. The customer then replaced the 3rd party usb data cable and placed the device back into service for use. Neither the device nor the removed cable have been returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer was able to restore power; however, the device powered off again by itself. There was no patient use associated with the reported event.